Event description:
Customer reported that, during an implant procedure for the tah-t, when the right ventricle was inserted on the inflow side, the surgeon apparently observed a leak. A suture was applied and the bleeding stopped. No further signs of bleeding have been observed. The pt was sitting up on the day after surgery, and has recovered enough to exercise regularly in the hospital gym. The tah-t will be returned to syncardia when the pt is transplanted.